Event description:
It was reported that during a hemiorrhoidectomy procedure, that the device cut, but didn't staple. The case was completed by suturing. There was no patient consequence was reported.

Manufacturer narrative:
Evaluation summary: the analysis results found that the pph03 device arrived in good visual condition with 7 staples present inside their pockets and with the breakaway washer uncut, indicating that the device had not been completely fired. The device was tested for functionality with a test washer and it fired all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device was fired without any difficulties. The instructions for use state: to fire the device, "squeeze the firing handle with a firm, steady pressure. The surgeon will feel reduced trigger pressure and hear a "crunch" as the device completes the firing cycle." Also, "before firing, ensure that the orange is indicator is fully within the green range of the gap setting scale." In addition, it should be noted that if the firing sequence is not complete, you could deploy the staples without cutting the washer. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.